Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Without the sample or any visual evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
PICC catheter was noted to be leaking. After removing dressing, it was found that the PICC catheter was cracked at the hub.